Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the blade would not spin. A second device was tried, but when it was activated, the blade would not spin and the motor drive unit made a loud grinding noise. Another motor drive unit was used to complete the procedure. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.